Event description:
Customer reports that she received results ranging from 89 mg/dl to 260 mg/dl on the same device within 10 minutes. No action was taken based on these results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.